Manufacturer narrative:
One cadd legacy 1 pump was received with fluid ingressions on the pump. The event log was reviewed and there was no evidence of the reported issue. Three separate accuracy tests were performed and the pump was also visually inspected. The reported "failed accuracy" issue could not be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. It was recommended that the expulsor be replaced due to the fluid ingressions found on the chassis base of the occlusion sensors. That may have caused the expulsor's gasket to be damaged and unstable delivery accuracy test results.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +9.45% during testing. There was no patient involvement.